Event description:
It was reported, that the pt heard a loud incomfortable "bang" then no further sound. Exhange of external equipment didn't solve the problem. Telemetry testing showed "poor coupling", the device had malfunctioned.